Event description:
While visiting a (B)(6) female pt for an unrelated issue, a pt service rep contacted zoll customer support to report that pt's monitor screen was blank. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (monitor screen is blank) has been confirmed. Upon receipt the monitor was unable to power on. Upon investigation there was extensive corrosion inside of the monitor including components c19, the lcd ribbon cable, the jtag table board, the sd card, j502, d1105, d604 and d605. The cause for the inability to power on is the corrosion to the monitor components. The cause for the corrosion was contamination to the monitor. The root cause for the contamination is likely ingress of an unk liquid. No adverse event resulted from the contamination. The pt received a replacement monitor.